Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, it was stated the patient does remember that the difference is greater than the 20/20 rule allows that the inaccuracy was off. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.